Manufacturer narrative:
Date sent to FDA: 9/15/2020.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent ventral hernia repair surgery on (B)(6) 2017 and mesh was implanted during which the surgeon noted ¿the previous mesh failed and was resected. Palpation within the defect on the undersurface of the fascia circumferentially was found to be irregular with additional pieces of mesh attached.¿ it was reported that the patient underwent recurrent ventral hernia repair surgery on (B)(6) 2019 during which the surgeon noted ¿took down adhesions.¿ it was reported that the patient experienced severe pain, adhesions, nausea, inflammation, bulging, stress and anxiety. The patient had a previous mesh implanted on (B)(6) 2011 which is captured in separate files. No additional information was provided.